Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during daily checks, units display stayed black after it was turned on. I used parts from another vent to troubleshoot components to order the correct part. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during daily checks, units display stayed black after it was turned on. I used parts from another vent to troubleshoot components to order the correct part. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.